Event description:
It was reported the patient had hypoglycemia and blood glucose levels decreased below 70 mg/dl. The patient's legal guardian noted there was fluid/insulin inside of the pod while the pod was worn on the patient's abdomen for between 25 and 36 hours. The patient reportedly loss consciousness and a new pod was applied for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.